Event description:
Aventis case ID: (B)(4). Initial and f/u info received on (B)(4)-2009 respectively were processed together: this non-serious spontaneous case from (B)(6) was reported by a maxillary facial surgeon via a company rep and a consultant surgeon respectively, and forwarded by our local affiliate (B)(4). This case involves a (B)(6) female pt who received poly-l-lactic acid (sculptra) therapy on (B)(6)-2009. Poly-l-lactic acid was diluted with 7 ml of water, with 3 ml was injected into each hand. Batch # a7022. On (B)(6)-2009, the pt developed lumps on the back of her hands. The reporting consultant stated that the lumps were a minor problem and of only little concern to the pt. He did not consider the event serious. Corrective treatment included injecting water into the nodules. As of (B)(6)-2009, the event is improving.

Manufacturer narrative:
A ptc (pharmaceutical technical complaint) was initiated: local ptc #: (B)(4). It revealed: brr (batch record review) without hint to root cause. No faults, defects, damages detectable. The review of the DHR (device history records) and of the analytical results of the involved batch didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related. Conclusion: no faults detectable. The reporting consultant assessed the causality between the events and poly-l-lactic acid therapy as highly probable.